Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during nursing education on bd alaris infusion system, students were instructed to use the channel off key to turn of the pump module. Student made teacher aware she followed instructions and module would not turn off. Teacher tested module after class and confirmed the channel off key was not functioning. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Root cause: the root cause for the reported issue of an won't turn off and channel off key was not functioning was not determined because no products or device logs were returned.

Event description:
It was reported that during nursing education on bd alaris infusion system, students were instructed to use the channel off key to turn of the pump module. Student made teacher aware she followed instructions and module would not turn off. Teacher tested module after class and confirmed the channel off key was not functioning. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex g, b, c, d codes.

Event description:
It was reported that during nursing education on bd alaris infusion system, students were instructed to use the channel off key to turn of the pump module. Student made teacher aware she followed instructions and module would not turn off. Teacher tested module after class and confirmed the channel off key was not functioning. There was no patient involvement.